Manufacturer narrative:
Estimated as first date of month prior to aware date.

Event description:
It was reported that, after being fully inflated, this inflatable penile prosthesis (ipp) auto deflates during intercourse and daily cycling. The pump bulb also stays flat after pumping. The patient had visited his doctor and troubleshooting techniques were done, including valve reset. These techniques helped but do not last. The doctor also recommended cycling daily and keeping a log of when the issues occur. The patient feels his ipp needs to be replaced; current information indicates the device remains in service.

Manufacturer narrative:
B3: estimated as first date of month prior to aware date. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported spontaneous deflation issue and flat pump could not be confirmed.

Event description:
It was reported that the patient noticed that his inflatable penile prosthesis (ipp) auto deflates during intercourse and daily cycling, after being fully inflated. The patient also indicated that the bulb stays flat after pumping. The patient had visited his doctor and troubleshooting techniques were done, including valve reset. These techniques have helped but not last. The doctor also recommended cycling daily and keeping log of when issues exist. The patient underwent surgery and all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3: estimated as first date of month prior to aware date the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient noticed that his inflatable penile prosthesis (ipp) auto deflates during intercourse and daily cycling, after being fully inflated. The patient also indicated that the bulb stays flat after pumping. The patient had visited his doctor and troubleshooting techniques were done, including valve reset. These techniques have helped but not last. The doctor also recommended cycling daily and keeping log of when issues exist. The patient underwent surgery and all components were removed and replaced. There were no patient complications.